Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. The reported issue of loss of connection was confirmed. A root cause could not be determined.